Event description:
The customer stated that thyroid stimulating hormone and fsh assays were all reporting as zero and that ft4 and estradiol quality control results were high. A field engineer visited the site and noted that the shear valve was not turning. He installed a new shear valve, which resolved the problem.